Manufacturer narrative:
Investigation summary: received the following: one (1) used. List #011-c6002, 305 cm (120") appx 22.2 ml, 20 drop blood set w/200 micron filter, check valve, 2 clave¿ clear, spin luer; lot#: 13738998. One (1) used. List #unknown, clave; lot #: unknown. A seal tear was observed on one of the y-claves. Two (2) new. List #011-c6002, 305 cm (120") appx 22.2 ml, 20 drop blood set w/200 micron filter, check valve, 2 clave¿ clear, spin luer; lot#: 13738998. No visual damages or anomalies were observed on the new sets. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the y-clave with a torn seal. The y-clave was disassembled and found to have a broken spike. Although the returned mating device was within spec, it is unknown what other mating devices were used with the set. The probable cause is from the use of an incompatible mating device. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. The investigation is pending.

Event description:
The event involved a 305 cm (120") appx 22.2 ml, 20 drop blood set w/200 micron filter, check valve, 2 microclave¿ clear, rotating luer where it was reported that the fluid flows out of microclave clear connector while on use with patient. This had been going for roughly an hour in the giving set used before the fluid was seen coming out of the microclave clear. The microclave clear has been accessed prior to this. The microclave clear accessed with luer slip syringe, normal pressure applied to attach. They could not say how many times it been accessed but a drug had just been injected into it. There was no pump attached to the set at all and no staff member feel anything unusual when accessing it. There was patient involvement and no harm/adverse event.